Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the continuity testing and microscopic inspection showed the returned right lead passed all testing. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event (b3) and therapy date (d10) are estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedance. As such, surgical intervention took place on (B)(6) 2025 wherein the extension was explanted and replaced which resolved the issue. Reportedly, effective therapy was restored post op.